Event description:
Polypectomy was performed in the cecum. The physician used argon to stop the bleeding (conmed system 7500). The physician noticed a small perforation in the cecum; the pt was transferred to the operating room.

Manufacturer narrative:
The user facility has stated the abc handpiece is not available for eval. Conmed is attempting to obtain the concomitant system 7500 for eval.